Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii xenon light source was displaying a b30 scope communication code with several different scopes and processors. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several trouble-shooting options to help resolve the issue. The customer noted that she was not in the room at the time and couldn¿t trouble-shoot the device. She did note that they attempted to use another processor and the same scope, but the problem persisted. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.